Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad arrow buttons intermittently not responding when pressed. Buttons feel soft to the press, but keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the "up/down/ok" keypad buttons intermittently did not respond to user inputs, the "contrast" keypad button required excessive force to activate during testing, it was observed that the "down" key contact was misaligned, the "up/down/ok" key contacts became inverted when pressed and did not always spring back up and there was evidence of adhesive/contamination under all the key contacts.